Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and their heart rate was low. Upon interrogation, the right ventricular (rv) lead exhibited intermittent to no capture. The lead was found to have dislodged. The rv lead was explanted and replaced. During the replacement, the right atrial (ra) lead was moved and it, in turn, was explanted and replaced. No further patient complications have been reported as a result of this event.